Event description:
It was reported post op a lap gastric band, there was a port site infection. The pt was on antibiotics for 10 days prior to the port being removed. However, the infection did not clear up. The port was removed. Upon removal, it was discovered that the tubing had eroded into the stomach inferior to the band. The band was in the correct orientation and there was no band erosion. The pt is fine.

Manufacturer narrative:
Info anticipated, but unavailable at this time.